Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the machine thoroughly and ran safety disk leak test many times and observed that the readings were in range. The fse also checked the safety disk by applying vacuum on one side while pressure to the other side and found that both x1 and x2 reading remained stable for 15 -20 minutes. The unit was working ok and was released under observation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) giving alarm check iabp catheter. There was no patient harm reported.